Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for excessive leak. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control module was replaced to address the issue. In addition of the above evaluation, the blower assembly, blower bellows, machine flow sensor, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, and muffler assembly will need to be replaced due to contamination and unit will need programmed, which was not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator was alarming for excessive leak. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned to manufacturer.